Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, four openings on the anterior and posterior and white particles in the inner surface. A leak test and microscopic analysis was performed which identified three striated openings on the anterior and one smooth crease opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior due to fold flaw opening. Three striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.